Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard was provided for investigation. A functional test revealed a leak in the IV catheter tubing. A breach was observed in the tubing, which could be associated with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter sheared. The following information was provided by the initial reporter: used a 24 gauge IV, when attempting a poke on an IV it was noticed that the catheter sheered. Skin was not punctured and another IV was used. Event date: 03/11/2025. Was there injury? No. 26 mar 2025: please confirm, if the needle pierced through the catheter wall. No, the needle did not pierce the catheter wall.